Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of the amia cassette. This connection issue was further described as, "patient line from the transfer set it was evident the line had lock on¿. This event occurred while the patient was connected for pd therapy training. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.